Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the pump was working properly until 30 min into case. Pump began making loud noise and alarm sounded/lit up, which was when or staff/asc noticed pump fill chamber had overflown (fill chamber would not stop filling). Nurse pressed run/stop, which finally ceased inflow irrigation into tubing. There was no patient consequences. Pump was switched to inflow with gravity instead of using pump. Finished the case with no issues.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the unit was received at the service and repair center. Per the service manual operational and diagnostic analysis, the reported issue was confirmed (making loud noise and alarm sounded / fill chamber would not stop filling). Replaced damage/ broken irrigation door and hinges on suction door as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of lot/batch history was not possible. Furthermore, a review into the depuy synthes mitek complaints system revealed dissimilar complaints for this serialized device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported that the pump was working properly until 30 min. Into case. Pump began making loud noise and alarm sounded/lit up, which was when or staff/asc noticed pump fill chamber had overflown (fill chamber would not stop filling). Nurse pressed run/stop, which finally ceased inflow irrigation into tubing. There was no patient consequences. Pump was switched to inflow with gravity instead of using pump. Finished the case with no issues. Additional event information: 9/19/2018: during subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the action taken for the procedure was that, the pump was switched to inflow with gravity instead of using the pump. The case was finished with no issues.